Event description:
Terumo received the following reported information: a groin shot was performed on the patient who was on the thinner side. When the first part of the angio-seal was inserted into the body, the blood was not coming out as strong as it should have, it was spurting more so. It was thought to be the patient¿s blood pressure. Then the second piece did not make a ¿click¿ sound when putting it together, which was unusual. The patient was fine and no hematoma occurred. The angiogram was not provided. There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.